Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump sustained physical damage when it fell during a patient fall, resulting in a cracked touchscreen and loss of function, and the device was no longer watertight and required replacement. Symptoms included no reported adverse clinical effects. Outcomes included the user discontinuing the damaged pump and continuing glucose monitoring with a cgm application or receiver. Investigation included customer service assessment, verification of shipping and return arrangements, and data-sync guidance. Investigation of this device revealed screen damage consistent with external impact and user handling, with functional impairment of the touchscreen and inability to power down. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to an external drop event.